Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "outer packaging of implant was intact but when opened, the inner packaging was open."